Manufacturer narrative:
This report filed october 15, 2014.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use. A CT scan (date not reported) revealed that the electrode array was outside of the cochlea. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.